Event description:
Approx four years after receiving the device, this pt began to experience loud sound sensations and facial nerve stimulation, when using the cochlear implant. Using the appropriate diagnostic equipment,it was determined that the device was not functioning according to manufacturer's specifications. Explantation/reimplantation surgery has not yet been scheduled. The healthcare professional was informed that the explanted device should be returned to cochlea ltd.